Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that insulin pump had unexpected restart alarm and external ram crc error. Customer¿s blood glucose was unknown. Customer was able to clear the alarm and able to complete rewind. Troubleshooting was performed received another pump alarm after a battery change and alarm was recurring during normal pump use. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, a21 test and self test, no error noticed during testing.